Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump after changing out the battery. Customer also reported a battery out limit alarm occurring on the insulin pump. Customer stated the batteries were out of the insulin pump for a longer duration than allowed. Customer stated the insulin pump would not turn on after the alarm occurred. The customer's blood glucose was over 300 mg/dl. Customer declined to return the insulin pump for analysis.